Event description:
It was reported to boston scientific corporation that an obtyx ii system - halo device was used during a cystourethroscopy procedure. During insertion, the mesh broke inside the patient. It is unknown if there was a partial or complete separation of the mesh. Reportedly, the procedure was completed with another of the same device. There was no serious injury reported as the outcome of the event. The condition of the patient following procedure was stable.

Manufacturer narrative:
Date of event: it was reported that the event occurred on (B)(6) 2021 but the procedure was performed on (B)(6) 2021. As no clarification was received to clarify the date, the date of event was approximated to (B)(6) 2021, first bsc aware date. Address 1: (B)(6). This event was reported by the distributor. The healthcare facility is: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.